Event description:
During evaluation of a returned home choice (hc) device, product analysis laboratory (pal) determined that the hc failed the volumetric accuracy test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A service history record review was performed and revealed no issues that could have caused or contributed to the reported event. A visual inspection was performed which revealed that the piston foam was disintegrated. The device passed the returned instrument testing evaluation (rite) electrical testing but failed the rite functional testing for rite ¿ therapy monitored volume failed performance spec. The direct cause of this problem was piston foam. The piston foam was scrapped to solve the problem. Should additional relevant information becomes available; a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is in progress. Upon completion of the evaluation, or should additional relevant information become available, a supplemental report will be submitted.